Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "silicon granulomata" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "gel bleed" "silicon granulomata".

Event description:
Healthcare professional reported left side gel bleed, "scattered foci of silicon granulomata and focal dystrophic calcification." The device has been explanted.